Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr), grade 4+. The patient presented with posterior leaflet flail, prolapse, mitral annular calcification and mitral leaflet calcification. The mitraclip cds0601-ntr 90403u158 was implanted without reported issues. Approximately 7 minutes post deployment, the clip detached from the posterior leaflet while remaining attached to the anterior leaflet (single leaflet device attachment-slda). As treatment, two mitraclips were implanted to stabilize the slda clip. The mr was reduced to grade 2+. Per physician, the slda was due to the calcified leaflets. There were no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to anatomical morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling.